Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. Furthermore, there were differing battery percentage longevity estimates given over the last year and today is showing 2 percent. The plan is to replace this device soon. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. Furthermore, there were differing battery percentage longevity estimates given over the last year and today is showing 2 percent. The plan is to replace this device soon. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. Furthermore, there were differing battery percentage longevity estimates given over the last year and today is showing 2 percent. The plan is to replace this device soon. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was received for analysis.